Event description:
The 48 year-old male patient received a 2.5 x 28mm and a 2.75 x 28 mm cypher stent in the mid lad. The lesion was de novo, calcified, and was classified as type c. The stents were overlapping. Approx 4 months after the procedure, the patient came to the national heart centre for a repeat pci due to chest pain. Angio showed the stents were blocked at the overlapping portion. The blocked portion was confirmed to be thrombosis. Patient was treated with a 2.75 x 15mm high pressure balloon. Patient was in stable condition.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report# 9616099-2007-01836.